Event description:
It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The amount of blood lost through the leak was estimated at approximately 200cc before treatment was discontinued. The patient's hemoglobin was 8 post incident compared to a previous blood lab showing 10. The patient received 3l packed red blood cell transfusion. Physician reported patient is in multi-organ system failure, on a respirator, is septic and is a burn patient who has also undergone 25 different surgical procedure in the past 2.5 months. The patient had also been receiving blood transfusions every 2-4 days during the same time period. Physician reported that blood loss may have been a contributing factor to decrease in hemoglobin, but patient's co-morbidities were significant contributing factors as well.

Manufacturer narrative:
Patient age and weight requested, but not provided. Evaluation of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. The crack noted at the endcap was most likely caused by stress or fatigue. Review of device history records revealed that the lot of cap components met all specification requirements. Mechanical stress testing performed during the manufacturing process also passed all acceptance criteria. There is no evidence to suggest that a manufacturing defect occurred. The cause of the filter crack appears to be due to a component failure, most likely caused by exposure of the filter to high pressures over an extended period of time, possibly from clotting that may have occured in the arterial header of the filter, which led to a loss in filter integrity and the resultant leak. The user's guide contains the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.